Manufacturer narrative:
The asp evaluated the device remotely. It was determined that this was a battery problem, the replacement for which is no longer available since philips stopped service/support for this model due to end of life/service. The device remains at the customer site and no further evaluation is warranted at this time. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life (eol) is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin.

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the device boots to the login screen.

Manufacturer narrative:
Phone number: (B)(6).